Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: we have product in our xxx warehouse that we would like to return under xx. The needle itself will either not retract or retracts very slowly. Can you please issue an RMA for the return of the product and potential credit? No injury was noted.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Bd received 200 sealed 24ga x 0.75in. Insyte autoguard units from lot number 4163937. A sampling of 20 units were randomly selected for testing. Your report of needle retraction issues could not be confirmed. A functional test showed that the needle fully retracted within the safety shield and the retraction time was within specification. No damage or defects associated with the manufacturing process were noted on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.